Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving effective stimulation after a car accident. An sjm rep met with the pt and lead diagnostics showed multiple invalid contacts. Reprogramming was unable to resolve the issue. X-rays were done and surgical intervention may be pending to address the issue.